Event description:
It was reported a patient's implantable cardioverter defibrillator (ICD) presented with inappropriate shock due to atrial fibrillation (af) with rapid ventricular response (rvr). Programming changes were made to restore normal parameters. The patient was stable.